Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction; b2: outcomes attributed to adverse event/ remove hospitalization - correction; g3: date received by mfg - correction; g6: type of report - updated/follow-up; h2: type of follow up - correction; h6 codes: health effect - impact code/ remove hospitalization or prolonged; hospitalization FDA code : 4607 - correction; h10: corrected data.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values six days after the sensor was inserted in the abdomen. On the event date, the patient experienced dizziness. His cgm was reading 200 mg/dl and he did not check a bg at that time. He treated himself for hyperglycemia with an unspecified amount and type of insulin. Then sometime later, he blacked out and fell off the bed. His fiancé called an ambulance, and he was taken to the hospital. He cannot recall treatment details while in route to the hospital. At the hospital, his bg reading was at 45mg/dl before any treatment and the cgm was reading 92 mg/dl. At the hospital, the patient had a seizure. He bit his tongue and was bleeding. Cardiopulmonary resuscitation (CPR) was performed on the patient. At some point, the patient was treated with potassium and glucose to correct the hypoglycemia. There was no additional documentation of further medical intervention. At the time of the report, the patient was experiencing body pain and difficulty eating due to his tongue injury. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.